Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 1,000 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, diarrhea, vomiting, weakness and feeling lethargic. Once at the hospital the patient had a electrocardiogram and a echo test administered. The patient was treated with intravenous fluids and insulin. The patient was discharged from the hospital after 6 days.

Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. The pod was received in pod state 15 with 0 pulses delivered. No damages or deficiencies were observed. As the pod did not prime and deploy, it could not have delivered insulin as intended. No problems were found regarding device functionality.